Manufacturer narrative:
This inflatable penile prosthesis was implanted on 4/5/95 and removed on 8/5/96 due to an "infection." In the received info the md stated that he removed an "infected" prosthesis but that in addition to the infection the "tubing had eroded through the skin." The pt stated that the device "never worked," and that "he could not deflate the cylinder(s), at least one would remain inflated," however, the md stated that the pt was "never happy with the inflatable prosthesis" and that this was more the issue than the device "not working." Requests for the explanted prosthesis and for add'l info surrounding this event have been made, however, to date neither the deivce nor the info have been received. Without the benefit of analyzing the explant and without the requested info, qa is precluded from commenting on the condition of the device or the events surrounding this incidents. Should the explanted device or add'l info be received, qa will reevaluate this event in accordance with procedures. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, qa concludes that the device was sterile prior to the device packaging being opened and that any infection originated from source(s) other than the device.

Event description:
The device was removed due to an "infection", as well as "tubing erosion through the skin." The entire device was removed and not replaced.